Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw broke near the head during implantation and was removed.

Manufacturer narrative:
Visual inspection of the returned screw confirmed the screw is fractured directly below the head. The threads are bent and gouged. Damage in affected areas is too severe for accurate dimensional analysis. Fracture analysis noted the screw fractured due to torsional overload. Scanning electron microscopy showed sheared ductile overload dimples indicate torsional loading of the cortical screw. Material is conforming to specification. DHR was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.